Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and determined the root cause to be due to a faulty main board. The main board was replaced, the operational verification procedure was ran where the unit passed all tests and was placed back in service. In the event the main board is received for evaluation a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that this unit is alarming transducer fault. It is unknown if the unit was on a patient at the time of the incident.